Event description:
Same as MFR# 2132456-2009-06083. Reportable based on product analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention (pci) procedure noise was heard and inflation difficulty was noted. The lesion location and characteristics are unknown. The physician heard noise from the boston scientific/encore/advantage inflation device and felt a resistance on the 2nd inflation when the pressure reached to about 10 atms. The pressure would not rise above 10 atms. Therefore, the physician replaced the encore26 inflation device with another and completed the procedure successfully. There were no complications or injuries were reported. The patient status was listed as 'good'. Returned product analysis revealed that a gauge needle was skipping.

Manufacturer narrative:
Visual and functional testing of the returned device found that the gauge needle was skipping. Inflation difficulty was noted as the plunger was difficulty to rotate. However, the device was capable of inflation up to 26 atms. The device passed the vacuum, pressure dumping and leak test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design as interference fit between the locknut and plunger may have contributed to this complaint. (B)(4).